Manufacturer narrative:
(B)(4). Approximate age of device - (B)(4) days. (B)(4). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted to the hospital with increasing shortness of breath requiring intubation. On admission the patient¿s lactate dehydrogenase (ldh) was around 1000 u/l. The patient did not have hematuria. The patient underwent an aortic valve repair. The patient¿s ldh remained elevated in the 3000¿s u/l range, with hematuria. The patient underwent a pump exchange on (B)(6) 2017. The patient expired in the operating room during the exchange due to bleeding. It was reported that thrombus was visible in the explanted pump. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of the pump confirmed the presence of a deposition inside the pump. However, a correlation between the device and the reported bleeding could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 2 inches from the pump housing. The severed portion of the driveline was not returned. The lumen of the inlet tube revealed a pink, tissue-like deposition consistent with biological lining. The depositions appeared to be adhered biological lining that developed at this location over an undetermined period of time. The lining would not have caused any flow issues. A specific cause for the development of this lining could not be determined. The blades and body of the rotor revealed a dark red, tissue-like deposition. The deposition was denatured, indicating that it was present while the pump was supporting the patient. However, the deposition did not appear to have developed at this location, and seemed to have been ingested into the pump. The deposition was of moderate size and would have impeded flow. Although a specific cause for the depositions and a time frame for which it was present in the pump could not be determined, it would have potentially contributed to the report of elevated lactate dehydrogenase. Additionally, the deposition may have created additional resistance on the spinning rotor, potentially contributing to the identified power elevations observed in the submitted system controller log files. The outlet stator revealed a white, soft deposition. There was no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor to indicate that it was present in the pump while it was operating. The deposition had minimal flow area obstruction, and the origin of the deposition and the duration of its presence in the pump could not be conclusively determined. No other depositions were identified. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Thrombus and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.